Event description:
Customer reported that an employee of user facility was splashed in their eye from reagent cuvette contents. The splash occurred while the customer was working in the top seal area of a dimension rxl during an instrument malfunction. Treatment consisted of flushing eyes and face and, tetanus immunization. The incident was reported to the MFR in 02/04.